Event description:
During amniocentesis in twin pregnancy, the first puncture on the first fetus ((B)(6)) was performed without difficulty. For the puncture on the second fetus ((B)(6)), the skin was not punctured. A new needle was used to try again and it did not sting the skin. A third needle was used and the puncture was successful. Clinical consequences : malaise of mother and slowing of heart (fetus (B)(6)).

Manufacturer narrative:
The complaint product was manufactured in 2013 by manan angiotech pharmaceuticals, inc. Which was purchased by argon medical devices, inc. No deviations or nonconformances were noted based on the job order review. The third needle used by the doctor from the same lot penetrated the skin properly. No medical or surgical intervention was indicated on the complaint form. The customer returned seven cannulas and six stylets which were assembled in the cannula. Two of six showed protrusion of the stylet outside of the cannula or recession of the stylet inside the cannula. The other samples provided did not have any mismatch or protrusion of the stylet. No tip damages on any of the seven (7) returned devices were noted. The chiba needles are matched ground components meaning that the cannula and stylet are grounded together at the same time. If the cannula or stylet were switched from the original assembled needle, there may be varying degrees of mismatch which may impact skin penetration. The stylets are not readily interchangeable and it was determined that the stylets were likely interchanged at the hospital which caused misalignment of the cannula and stylet which increased the amount of force required to penetrate the skin. There were no prior complaints for the lots. Each needle is 100% inspected under 10x magnification and qc inspected (including defects such as mismatch or tip damage defects) prior to final release.